Event description:
Related manufacture ref: 3008452825-2024-00010. During a supraventricular tachycardia procedure, an output issue occurred causing a delay in procedure. Interference was noted at electrode 2 and the catheter could not be used. A second device was obtained, with no resolution. A third device was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. The memory of the catheter indicated it had been used for approximately 58 minutes. Electrodes 1-2 met specifications during electrical testing with no open or short circuits detected. Microscopic inspection of the distal shaft revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown.